Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run - res vol 69.6ml" error. It was unknown if there was air in the line. The pump alarmed and the patient turned the pump off. The pump was restarted, but the error reoccurred. The pump was powered off again, but the patient did not know how to clamp the tubing. There was no patient injury.